Manufacturer narrative:
Joerns sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the end user, per the end user the patient was receiving treatment from his wife and a facility cna. The witnesses say that immediately after raising the bed frame, it fell to the floor. Patient claims to have additional back pain since the incident and has been prescribed additional pain medications. The patient did not go to the hospital for treatment or evaluation after the incident. The doctor assigned to the facility evaluated the patient and prescribed the additional pain medications.